Event description:
It was reported that during a da vinci pulmonary lobectomy surgical procedure, it was noted that the insulation on the thoracic grasper instrument was damaged and the shaft of the instrument was bent. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube insulation exhibited damage along the distal end. The insulation was found with several abrasion and gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. Also, the shaft of the instrument was not straight and slightly bent at an angle. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the insulation damage if to recur could cause or contribute to an adverse event.